Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing tooth decay and their teeth hurt all the time while wearing the aligners. Patient stated that they have one abscessed tooth and four different cavities. They are scheduled for a root canal and have been prescribed antibiotics. Requested additional information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.